Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon deflation failure occurred. The 100% total occlusion target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A non-bsc introducer sheath was inserted in sfa, the ostial had an acute angle. After a guide wire crossed the lesion, a 5.0mmx150mmx150cm sterling balloon catheter was advanced to pre-dilate the lesion. Slight resistance was felt when the balloon tried to pass through the sheath and the lesion. The balloon was inflated three times at 10 atmospheres and two non-bsc stents were implanted. Post dilation was performed at 10 atmospheres using the 5.0mmx150mmx150cm sterling balloon catheter; however, during deflation it could not be deflated. The physician thought that the shaft of balloon catheter was kinked when it was inserted into the sheath and prevented the balloon from deflating. The physician tried to deflate by making a hole on the balloon using a guide wire, but it could not be performed. However, when deflation was performed again using indeflator, it was able to deflate gradually. The procedure was completed with a different device. After the procedure, the patient had surgery but it was not related to the balloon. No patient complications were reported and the patient status was okay.

Event description:
It was reported that balloon deflation failure occurred. The 100% total occlusion target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A non-bsc introducer sheath was inserted in sfa, the ostial had an acute angle. After a guide wire crossed the lesion, a 5.0mmx150mmx150cm sterling balloon catheter was advanced to pre-dilate the lesion. Slight resistance was felt when the balloon tried to pass through the sheath and the lesion. The balloon was inflated three times at 10 atmospheres and two non-bsc stents were implanted. Post dilation was performed at 10 atmospheres using the 5.0mmx150mmx150cm sterling balloon catheter; however, during deflation it could not be deflated. The physician thought that the shaft of balloon catheter was kinked when it was inserted into the sheath and prevented the balloon from deflating. The physician tried to deflate by making a hole on the balloon using a guide wire, but it could not be performed. However, when deflation was performed again using indeflator, it was able to deflate gradually. The procedure was completed with a different device. After the procedure, the patient had surgery but it was not related to the balloon. No patient complications were reported and the patient status was okay.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inner shaft. The device was soaked in a warm water bath for 7 days. The tip, balloon, proximal bond, inner/outer sheath were microscopically and visually inspected. Inspection revealed kinks in the shaft located 5 mm and 23 mm from the port/exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was done by attaching an inflation device (filled with water) to the hub of the sterling device and applying positive pressure. The balloon was inflated to rated burst pressure (rbp) and held for 5 minutes. The device was then deflated by pulling negative pressure, and the balloon deflated in 21 seconds.